Manufacturer narrative:
Revision surgery occurred for pt with a unicondylar knee implant. Pt was revised to a tkr. Review of the device history record indicates that the device was manufactured to spec.

Event description:
Revision surgery occurred for pt with a unicondylar knee implant. Pt was revised to a tkr.